Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. The customer reported she has received no delivery. Patient's blood glucose at time of incident was 360 mg/dl. Patient's current blood glucose was 288 mg/dl. The customer treated for high blood glucose with manual injection. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The customer will call back after receiving tubing clamp to perform high pressure test. The insulin pump will not be returned for analysis.